Manufacturer narrative:
The total psa reagent lot was 311233, with an expiration date of 31-july-2019. Medwatch field was updated. Calibration data for total psa was acceptable. Qc recovery was within the specified ranges. The sample was tested on a roche analyzer and on a competitor analyzer at an external laboratory for investigation. The customer¿s results were confirmed. The investigation used a total psa antibody of different specificity than the antibody used in the reagent in question. The use of this antibody resulted in a total psa of 0.958 ng/ml, which is significantly higher than the result obtained with the roche assay. This result is consistent with the presence of a rare psa-isoform that is not completely detected with the roche assay. The potential for this is covered in product labeling for the assay.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a possible interference for 1 patient when tested for elecsys free psa immunoassay on a cobas 6000 e 601 module compared to the patient's elecsys total psa immunoassay results. The customer provided three separate incidents where the patient's free psa values were higher than their total psa results. This medwatch will cover the total psa data. Please refer to the medwatch with patient identifier (B)(6) for data on the free psa. On (B)(6) 2018 the free psa result was 0.78 ng/ml with a total psa result of 0.11 ng/ml. On (B)(6) 2018 the free psa result was 0.61 ng/ml with a total psa result of 0.12 ng/ml. On (B)(6) 2018 the free psa result was 0.51 ng/ml with a total psa result of 0.13 ng/ml. It was only provided that the results from (B)(6) 2018 were released outside of the laboratory. There was no allegation of any adverse events. The only free psa and total psa reagent lot information provided was for the results obtained on (B)(6) 2018. The cobas e602 used for the (B)(6) 2018 results was (B)(4). The investigation showed that the calibration and qc data that was provided was acceptable. On the day of the (B)(6) 2018 measurements, there was no qc testing performed. The customer provided the patient sample from (B)(6) 2018 for further investigation. The investigation is currently ongoing.